Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. Balloon peeling was noted, which was likely the result of the balloon interacting with the lesion calcification. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. The 4.5 x 12 mm voyager nc balloon catheter was advanced, but could not cross the lesion. A new voyager nc balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The device was returned and there was blood in the proximal end of the inflation lumen. Additionally, the balloon was peeling and the distal shaft was stretched. Additional information reported that there was no resistance noted during advancement or removal. The balloon was prepared per the instructions for use, prior to use in the anatomy.